Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device. The se found the reported issue was due to improper circuit usage. The se performed sensor calibration, extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator has a faulty display. Patient involvement information was not provided.